Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker has had alerts for pacing impedances greater than 2000 ohms. Noise oversensing has also been observed, in stored episodes. This patient is not dependent and has not experienced any symptoms as a result. The field representative programmed the ra lead to bipolar sensing and unipolar pacing and was going to discuss further with the physician. The ra lead is from another manufacturer. No adverse patient effects were reported.